Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a date stamp reset was noted in the system controller log file. The pt's power module, pt cable, and system controller were replaced. It was later reported that the pt experienced speed drops when the percutaneous lead was manipulated. After further troubleshooting, the issue was isolated to a damaged percutaneous lead. The percutaneous lead was repaired and no further issues have been reported. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.